Event description:
It was reported that the infusion pump was operating but not delivering fluid. Reportedly a tpa drip was started on the pump in the ER. The pt was transferred to the ICU and it was noted that there was no dripping and no fluid had been delivered. Approx. 65 ml should have infused over the last 30 to 60 min. The pump was removed from the pt and the tpa was infused with a different pump. No add'l intervention was required.